Manufacturer narrative:
Date of event was approximated to (B)(6), 2022, date when diagnostic test revealed abnormal result, as no event date was reported. The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted during a cystocele repair and vaginal sling placement procedure performed on (B)(6) 2018 due to diagnoses of cystocele and stress urinary incontinence. On (B)(6), 2022, cystometrogram showed decreased functional capacity, overactive bladder and urge incontinence. On (B)(6) 2022, the patient sought urogynecology consultation due to erosion of the mesh sling into the vaginal wall. Reportedly, the patient had been unable to have sex as the husband had felt the mesh within six months after placement. She also experience stress urinary incontinence with coughing and the need to hurry to the toilet when full. On (B)(6), 2022, the patient underwent a vaginal sling mesh removal procedure under general anesthesia and was discharged the same day without complications.